Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 04/17/2015. Belt: 10/26/2009. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips the primary cause of the inappropriate shock event was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was arrhythmia auto-termination prior to shock delivery. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec (B)(4) performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced a treatment event consisting of two inappropriate shocks and four appropriate shocks. The patient was in the hospital at the time of the treatment event. The response buttons were pressed intermittently throughout the treatment event, but not in a detection sequence immediately prior to treatment delivery. The response buttons functioned appropriately. Arrhythmia auto-termination contributed to the false detection. Following the event, the patient remained hospitalized and continued use of the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.

Event description:
Follow-up report - additional information (12/19/2018):prior to the treatment event, the patient's rhythm transitioned from a sinus rhythm at 100 bpm with nsvt to vt at 230 bpm. The device appropriately detected the vt but 3 seconds prior to the first shock delivery, the arrhythmia self-converted to sinus bradycardia with motion artifact. The post-shock rhythm was sinus tachycardia at 140 bpm with nsvt. The second treatment was delivered while the patient was in sinus tachycardia at 120bpm with nsvt. The post-shock rhythm was vt at 260 bpm. The third treatment was delivered 32 seconds later while the patient was in vt and successfully converted the vt to a slower rhythm. The patient's rhythm transitioned to vt at 220 bpm three additional times. Each time the lifevest delivered a treatment shock and successfully converted the vt to a slower sinus tachycardia rhythm. -------------------------------------------------------------------------------------------------------------------------------a us distributor contacted zoll to report that a patient experienced a treatment event consisting of two inappropriate shocks and four appropriate shocks. The patient was in the hospital at the time of the treatment event. The response buttons were pressed intermittently throughout the treatment event, but not in a detection sequence immediately prior to treatment delivery. The response buttons functioned appropriately. Arrhythmia auto-termination contributed to the false detection. Following the event, the patient remained hospitalized and continued use of the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.

Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 04/17/2015. Belt: 10/26/2009. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was arrhythmia auto-termination prior to shock delivery. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(6) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity